Manufacturer narrative:
The tech found the brakes are not holding. The tech replaced the brake casters to resolve the issue.

Event description:
The account alleged the brakes set and hold but sometimes make a ratchet noise when transferring pts. No pt impact.